Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 443 mg/dl. The customer was advised to insert new batteries but the pump still alarmed after the new batteries were installed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to corroded motor home switch. Unable to perform a21 error test due to motor error alarms. No cosmetic damage noted.